Event description:
The circuit was reportedly pretested and general anesthesia was administered to the patient. The patient began to rapidly desaturate with an sao2 in the 50's. The problem was traced to the hole in the anesthesia breathing circuit and the patient was manually bagged while the circuit tubing was replaced. The patient's oxygen saturation returned to an acceptable level in approximately two minutes and no lasting compromise was reported.